Event description:
It was reported that about a week after implant, the right ventricular lead perforated the right ventricle. The same lead was "fixed". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.